Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to clear occlusion. During the fill tubing step, twice as much insulin was required before insulin was observed exiting the infusion set tubing. During bolus delivery, insulin was not observed exiting the tubing. Reportedly, customer changed cartridge and insulin delivery was resumed. Customer's blood glucose was 125 mg/dl. Upon follow up, customer reported the issues have been resolved and no further assistance was required.